Event description:
The customer observed a false nonreactive architect hiv ag/ab result for one patient. The sample (sid (B)(6) was tested on the biorad elisa analyzer and generated a reactive result of 1.50 s/co. Western blot was completed and generated a positive result. The same sample was then testing on the architect and generated a nonreactive result of 0.11 s/co. A new sample was collected which also generated a nonreactive result on the architect. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed a false nonreactive architect hiv ag/ab result for one patient. The sample (sid (B)(6) was tested on the biorad elisa analyzer and generated a reactive result of 1.50 s/co. Western blot was completed and generated a positive result. The same sample was then testing on the architect and generated a nonreactive result of 0.11 s/co. A new sample was collected which also generated a nonreactive result on the architect. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 62172be00. Ticket trending review did not identify any related trends for the issue for the product. Device history record review did not identify any related nonconformances, potential nonconformances, or deviations associated with lot 62172be00 and complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 58544be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates expected results. Testing included one commercially available seroconversion panels (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance of the lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect hiv ag/ab for reagent lot 62172be00 was identified.